Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with some traces of fluid ingression noticed on the chassis near downstream occlusion (dso) seal. Event log history was performed and indicated that a medium alarm displayed: cassette partially unlatched was recorded in history which appeared when loading the cassette multiple times as a user error. During analysis, the reported problem was not able to be duplicated. Service performed a full preventive maintenance and all functional tests to pass. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that cadd solis vip pump stated that the tubing is not attached. The pump failed during normal pump testing.